Event description:
Pf303 avant guard clinical study, subject ID: (B)(6). An index clinical pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure was performed on (B)(6) 2024 involving an farawave catheter and faradrive sheath. Ten pfa ablations were performed in each of the right superior (rspv), left superior (lspv), left inferior (lipv), right inferior (ripv) pulmonary veins. No procedure or patient complications were reported during the index procedure. On (B)(6) 2024, the patient experienced a stroke and was hospitalized. A CT scan and MRI were performed; however, results were not provided. The patient was discharged on (B)(6) 2024. The devices will be returned for analysis.

Manufacturer narrative:
There were no farawave device allegations, so the device was run through visual and functional testing to look for any defects that would have resulted in the patient complications observed in the field. The farawave catheter was returned with the related faradrive sheath in one sterilization pouch. The device was removed from the pouch and initial visual inspection yielded no visual abnormalities. The farawave was further inspected for any damage or defects. The distal spline cage was observed using microscopy. It was observed that a pink-colored material was deposited on the guidewire lumen near the distal welds of the spline cage, and on the distal tip of the catheter. The pink material was analyzed, and yielded data suggesting the makeup of the material is a mixture of red blood cells and sodium polyacrylate. The indirect and direct processing materials were evaluated and only purell 70% instant hand sanitizer is known to contain an uncharacterized acrylate-based material. Sodium polyacrylate is a compound known to be used at healthcare facilities to clean and dispose of bodily fluids. The device history record for this catheter indicates a passing final visual inspection, therefore, it can be concluded that the identified material must have been deposited on the catheter after the device was unboxed, and likely after procedure completion. The catheter was returned unemployed, with the slider in the unemployed position. A guidewire was inserted into the catheter with no resistance, and the catheter was deployed to basket and flower successfully. Nothing during deployment/unemployed was deemed abnormal, and the device appears to be performing as suspected, which aligns with the information provided in the complaint as there were no device deficiency allegations.

Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6). An index clinical pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure was performed on (B)(6) 2024 involving an farawave catheter and faradrive sheath. Ten pfa ablations were performed in each of the right superior (rspv), left superior (lspv), left inferior (lipv), right inferior (ripv) pulmonary veins. No procedure or patient complications were reported during the index procedure. On (B)(6) 2024, the patient experienced a stroke and was hospitalized. A CT scan and MRI were performed; however results were not provided. The patient was discharged on (B)(6) 2024. The devices will be returned for analysis.